Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol ventralight st on (B)(6) 2016 and (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with large incarcerated ventral hernia thereby underwent laparoscopic repair with implant of ventralight st using echo ps (device 1). Per op notes, ¿the hernia sac was identified with incarcerated small bowel as well as omentum were reduced. A ventralight st using echo ps (device 1) was placed and sutured in the middle of the mesh. The mesh was tacked circumferentially.¿ (B)(6) 2019 - patient was diagnosed with chronically incarcerated recurrent ventral hernia thereby underwent open repair with implant of ventralight st (device 2). Per op notes, ¿the hernia sac was identified. The skin and overlying sac were excised. Multiloculated sac with multiple adhered loops of small bowel and omentum were noted and reduced. All the adhesions were lysed. The remaining sac was excised. The previous mesh (device 1) was noted at the superior and left side of the defect. A ventralight st (device 2) was placed and secured using sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the brand name and 510(k). Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2016) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4 (product catalog no., corporate lot. No., UDI no., expiry date), g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1(brand name), g4(PMA/510(k)). This supplemental emdr represents the bard/davol ventralight st w/echo (device #1). An supplemental additional emdr was submitted to represent the bard/davol ventralight st mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol ventralight st on (B)(6) 2016 and on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #1). An additional emdr was submitted to represent the bard/davol ventralight st mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted.